Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm stuck button and replace battery now alarm. Customer's blood glucose was 10mmol/l. The customer battery cap is new and not damage. The customer has this alarm twice and agreed to replace pump. The customer was advised can wear pump until replacement is received.

Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; the power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump powered up properly after battery installation. No unexpected replace battery now alarms were noted. The insulin pump passed the leak test. All of the buttons are responding properly, no damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted during our testing. The insulin pump had minor scratched lcd window.